Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insert new sensor message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, signal loss was found in connection to the reported allegation. The reported event of an insert new sensor message is reportable based on the finding of signal loss. The probable cause of signal loss could not be determined. No injury or medical intervention was reported.